Manufacturer narrative:
The reported product is not expected to be returned. In the absence of a returned product investigation an extended investigation will be performed. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed, is the date when abbott diabetes care became aware of the event. The serial number of the device is unknown; hence the date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter sustained a cracked or damaged casing, noting it fell apart and because of this she could not check her blood glucose. Customer noted she had threw the broken meter away. She further reported that on an unspecified date, in the middle of (B)(6) 2018, she felt ¿high¿ so she called the paramedics. Upon arrival, a reading of 400 mg/dl was received on their unspecified meter and customer was treated with 14 units of unspecified insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc blood glucose meter sustained a cracked or damaged casing, noting it fell apart and because of this she could not check her blood glucose. Customer noted she had threw the broken meter away. She further reported that on an unspecified date, in the middle of (B)(6) 2018, she felt ¿high¿ so she called the paramedics. Upon arrival, a reading of 400 mg/dl was received on their unspecified meter and customer was treated with 14 units of unspecified insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Flex, the manufacturer of xceed meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint a tripped trend review was completed for the reported complaint and precision xceed meter, no further track and trend review was required as there were no meter serial lot trends and no evidence of a systematic issue. If the product is returned, the case will be re-opened and a physical investigation will be performed.